Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial#: (B)(4), implanted: (B)(6) 1995, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 30-jan-1997, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 50mcg/ml at 23mg/day and baclofen 445mcg/ml at 207mcg/day via an implantable pump. It was reported that the patient was coming in for surgery for the pump flipping and it was discovered that the catheter had no flow of fluid. The patient denied any adverse reactions and it was unknown when this occurred. The environmental, external or patient factors that may have led or contributed to the issue was unknown, the physician suspects granuloma. The diagnostics and troubleshooting performed was they attempted to aspirate the catheter unsuccessfully and it was noted that the patient was on compounded drug of 50mg/ml of morphine and 445 mcg/ml baclofen. The actions and interventions taken to resolve the issue as the catheter was replaced and the pump was tacked down. Infusion was decreased to 2.5mg/day morphine and 22mcg/day baclofen. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.